Event description:
The customer reported that the roller clamp was attached to the white blood tubing instead of the green saline (nacl) tubing as intended. The therapeutic plasma exchange (tpe) procedure wanted to be started, then the nacl level sensor message came up, there was still no blood in the patient's tubing. The procedure had therefore not yet started. Starting volume 500ml, residual volume after reinfusion at the end approx. 250ml (was not measured). The treatment could be carried out without any problems. The problem was already known in the team and it went well after we manually fastened a clamp under the nacl bag. Per the customer the patient status was reported as unchanged. Patient identifier is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the customer clamped off the saline line and completed the procedure with 100% final fluid balance. The patient¿s final fluid balance is determined to be 101% with the saline bolus. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the roller clamp was attached to the white blood tubing instead of the green saline (nacl) tubing as intended. The therapeutic plasma exchange (tpe) procedure wanted to be started, then the nacl level sensor message came up, there was still no blood in the patient's tubing. The procedure had therefore not yet started. Starting volume 500ml, residual volume after reinfusion at the end approx. 250ml (was not measured). The treatment could be carried out without any problems. The problem was already known in the team and it went well after we manually fastened a clamp under the nacl bag. Per the customer the patient status was reported as unchanged. Patient identifier is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.